Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear over the course of 10 years of implantation. Additional reasons for the reported revision may be instability, component loosening, and inclusion of the polyethylene in the packaging recall. However, the reported instability and loosening could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: pending investigation. D10: (B)(4) - 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(4) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(4) - 200-02-38 - three peg patella 38mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2013. The patient complained of instability and pain and was revised on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.